Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2010.

Event description:
It was reported via facility medwatch (medwatch form mw5170593), that the patients device was explanted.